Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized for a hernia repair and peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (negative for infection) were collected, and the patient was formally admitted. Due to the negative cell count results, the patient was sent for radiological testing which discovered an inguinal hernia had formed. The patient was taken to the operating room on (B)(6) 2025 for the surgical repair of the inguinal hernia, and removal of the existing pd catheter (not a fresenius product). Additionally, the patient received a temporary hemodialysis (hd) catheter (not a fresenius product) and will transition to hd for 6-8 weeks while her abdomen heals. The patient transitioned to hd without any reported issues and is recovering from the events. The patient was not treated with any antibiotics, and peritoneal effluent culture result returned negative for growth on (B)(6) 2025 (no peritonitis infection). The patient was discharged home on (B)(6) 2025 in stable condition. The pdrn stated the cause of the inguinal hernia is unknown, as it was not present when the patient began pd therapy. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Event description:
On (B)(6) 2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized for a hernia repair and peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (negative for infection) were collected, and the patient was formally admitted. Due to the negative cell count results, the patient was sent for radiological testing which discovered an inguinal hernia had formed. The patient was taken to the operating room on (B)(6) 2025 for the surgical repair of the inguinal hernia, and removal of the existing pd catheter (not a fresenius product). Additionally, the patient received a temporary hemodialysis (hd) catheter (not a fresenius product) and will transition to hd for 6-8 weeks while her abdomen heals. The patient transitioned to hd without any reported issues and is recovering from the events. The patient was not treated with any antibiotics, and peritoneal effluent culture result returned negative for growth on (B)(6) 2025 (no peritonitis infection). The patient was discharged home on (B)(6) 2025 in stable condition. The pdrn stated the cause of the inguinal hernia is unknown, as it was not present when the patient began pd therapy. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Correction: a2.

Event description:
On 26/nov/2025, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized for a hernia repair and peritonitis. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain. A peritoneal effluent fluid culture and cell count (negative for infection) were collected, and the patient was formally admitted. Due to the negative cell count results, the patient was sent for radiological testing which discovered an inguinal hernia had formed. The patient was taken to the operating room on (B)(6) 2025 for the surgical repair of the inguinal hernia, and removal of the existing pd catheter (not a fresenius product). Additionally, the patient received a temporary hemodialysis (hd) catheter (not a fresenius product) and will transition to hd for 6-8 weeks while her abdomen heals. The patient transitioned to hd without any reported issues and is recovering from the events. The patient was not treated with any antibiotics, and peritoneal effluent culture result returned negative for growth on (B)(6) 2025 (no peritonitis infection). The patient was discharged home on (B)(6) 2025 in stable condition. The pdrn stated the cause of the inguinal hernia is unknown, as it was not present when the patient began pd therapy. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the serious adverse event of an inguinal hernia (characterized by abdominal pain), which required hospitalization, surgical intervention, pd catheter removal, hd catheter placement, and the temporary transition to hd for rrt. Presently there is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) was deficient, malfunctioned, failed to meet the users¿ expectations¿ and/or the manufacturers¿ specifications. However, the liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation and/or exacerbation of the patient¿s inguinal hernia, as the date of its formation is unknown. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.